Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device recorded several symptom episodes without the patient using the activator. No patient complications have been reported as a result of this event.